Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the device is available for evaluation. Attempts have been made by baxter to contact the customer to obtain the sample and/or additional information. Baxter will continue to attempt to contact the customer for this information and submit a follow-up report should additional information be received.

Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional information/narrative: per the customer, the sample will not be sent to baxter for evaluation; therefore, the reported condition of "broken tubing" could not be confirmed. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that the end of the tubing of one (1) ce intermate sv100 device fell off in the packaging. According to the customer, the intermate was not in use; the device was received like this. There is no patient involvement. No additional information is available.